Event description:
It was reported there was a postoperative complication of a greater trochanteric fracture after implantation.

Manufacturer narrative:
Information was rec'd from a published article. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540315003733. This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the manufacturing records, complaint history could not be reviewed. The in-vivo time of the devices could not be determined. The reported warsaw design controlled devices are used for treatment. It could not be confirmed if the devices are an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. With the information provided a specific case could not be determined.